Event description:
It was reported that the insertable cardiac monitor exhibited post-sensed t wave over-sensing. No intervention was performed.

Manufacturer narrative:
Further information was requested but not received.